Manufacturer narrative:
Section b5: additional information. Section h3: the pump remains in use supporting the patient but the black tunneling adapter was returned and evaluated by the manufacturer. Manufacturer's investigation conclusion: evaluation of the returned tunneling adapter, as well as evaluation of the provided image of the tunneling adapter, confirmed the report that one of the tunneling adapter¿s leaflets broke off. The tunneling adapter was returned with one of the leaflets broken off. The broken leaflet was not returned. Analysis of the fracture face under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The patient remains ongoing on support from (B)(6). The surgical procedures section of the hm3 IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was monitored closely for signs and symptoms of infection but remained asymptomatic.

Manufacturer narrative:
Approximate age of device - 0 days the pump remains in use supporting the patient; however, the black tunneling adapter was returned for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that one leaflet of the six leaflet ends of the standard hearmate 3 black tunneling bullet broke off inside the tunneling tract. The doctor and other surgical staff examined everywhere visible to look for the broken off piece. The broken off piece was not found and was felt strongly to be inside the tunneling tract. The doctor made a clinical decision to leave the broken off leaflet in place and then they will obtain it out of the sub cutaneous tissue at the time of transplant when the driveline gets ligated out. Patient reported to be asymptomatic. No further information provided.